Event description:
The pt reportedly experienced intermittency followed by loss of lock. The pt's device was explanted. Advanced bionics is in the process of gathering more info, once more info is available a supplemental report will be submitted.